Event description:
It was reported that the right ventricular (rv) lead pacing impedance had gradually increased and was now measuring high. It was also reported that there was a rise in the rv lead threshold. The rv lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant products: h170 competitor implantable cardioverter-defibrillator 2005 (B)(6); 4542 competitor implantable pacing lead. (B)(4).